Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 09-apr-2026. Investigation summary: bd received one sample from the customer in support of this complaint. Visual observation of the returned sample did not show any signs of the reported defect of cracking at the bottom of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported while using paxgene® blood rna tube, one tube cracked and broke during the thawing process, resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using paxgene® blood rna tube, one tube cracked and broke during the thawing process, resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
D2a, common device name: system, blood collection, rna stabilization, rna purification, rt-pcr molecular. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k082150. Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported while using paxgene® blood rna tube, one tube cracked and broke during the thawing process, resulting in sample leakage. No adverse impact was reported regarding the patient or user.